Manufacturer narrative:
Act and esc buttons did not respond due to unlock on lcd keypad connector. Unable to perform self test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor error alarm due to button keypad anomaly. Motor passed motor test. Pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons were unresponsive. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.